Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial visual inspection noted numerous tool marks in the case of the device. The device was interrogated with a programmer, during which a red warning screen appeared stating a pulse generator fault has occurred. The device was found to be operating in fallback state. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output. It was concluded that the fallback condition was a result of the device attempting a capacitor reform at the same time the device was performing a battery voltage measurement. The device underwent a power on reset and reverted to device fallback as a result of the normal drop in battery voltage during charge (capacitor reform). It was noted that a firmware incorrectly set the power supply during charging for shock delivery which violated the shock requirement of having a regulated power supply during charging. A firmware patch had since been developed to ensure proper switching of the power supply and incorporated into device software released in 2004. No further analysis was performed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a fallback fault code. The device functionality was permanently limited to a single zone which was a shock only configuration. The tachycardia rate and duration remained programmable. However, the pacing was not programmable. The therapy history and diagnostics were also unavailable. A boston scientific technical consultant discussed that the device detected a failure in random access memory (ram) that it could not be corrected. The technical consultant further discussed on the function of the device. He suggested a device replacement and he would also submit this report to the engineers for further analysis. The response from the engineers indicated that the device did not enter the fallback due to memory corruption. Several values which should be set were indicated as zero. Further more, no conclusion could be made form the fallback report. Device return was suggested for a detailed analysis. No adverse patient effects were reported. The device remains in service. Additional information received. The device was explanted and was replaced with a competitor device. No adverse patient effects were reported. The device was out of service and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on this device was performed. The device was on fallback mode. The device was forwarded for detailed analysis.